Manufacturer narrative:
B3: date of event- reported to be around the end of july 2018 d4: UDI - not required for the reported product code d6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned for evaluation. Visual inspection upon receipt revealed visual inspection upon receipt found the actual sample had been fractured at the distal extremity. The actual sample was measured and found to be approximately 2460mm in total length. Specified total length of this product code is approximately 2600mm. The actual sample was found to be missing a segment approximately 140mm in length. Magnifying and electron microscopic inspections of the fracture end revealed that the core wire was exposed at the fracture end. Some creases had been generated around the fracture end. They imply that the once stretched portion of the urethane outer layer when it had got ripped off had shrunken back. The outside diameter of the guidewire was measured on the undamaged segment and found to meet the specifications. The urethane outer layer on the distal segment was dissolved and removed. The fracture of the exposed core wire was inspected under electron microscope. A radial pattern starting at one point was found to have been generated on the fracture cross-section, with no diminishment or flexure of the core wire toward the fracture end. This status indicates that the fracture developed starting at the point the radial pattern started. The outside diameter of the core wire was measured on the undamaged segment and found to meet the specifications. Based on the reproductive tests previously conducted, it is known that the guide wire may get fractured when it has been subjected to one of the force described below and that the fracture cross-section presents some regular configurations depending on the force it has been subjected to. A product sample was subjected to repetitive one-way torque force in the curved state till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. This state is similar to that seen on the actual sample. A product sample was subjected to a one-way pulling force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end. This state differs from that seen on the actual sample. A product sample was subjected to repetitive bending forces at a 90-degree angle till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. This state differs from that seen on the actual sample. A product sample was subjected to a pulling force in the state of being formed into a loop-like shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the core wire had been flexed toward the fracture end. This state was found to be very similar to that seen on the actual sample. A review of the device history record and the product release decision control sheet of the involved product /lot# combination was conducted with no findings. The IFU states: " do not apply repetitive bending force to one specific point of the guide wire as this may damage the radifocus glidewire urologic wire." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the actual sample was subjected to repetitive one-way torque force in one direction at one point on the distal segment, which caused metal fatigue on the core wire at that point, resulting in the fracture of the core wire. Subsequent pulling force ripped the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an endoscopic biliary stent placement procedure was planned. During use of the radifocus guidewire m in combination with an ercp cannulae (mtw ercp catheter/apis pharmacy co., ltd.,) the actual sample was fractured. With use of the ercp cannulae and a snare, the fractured piece was retrieved successfully. The procedure was completed with another device. After the event, there was no issue or problem with the patient.